Manufacturer narrative:
Section d: suspect medical device was updated to reflect the correct lead. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the ipg was not explanted and the infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was diagnosed with an infection at the lead incision site. As such, the patient's cervical system was explanted to address the issue.